Event description:
Sclerotherapy needle failed to retract after injection. Pt was not injured. Needle should retract to a low manipulation and withdrawal without risk of causing bleeding by sticking pt with needle. Device was disposed of, therefore, unavailable to evaluate.